Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Once the device has been returned, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic implant coil could not be detached with the instant detacher (3 attempts) and could not detach using the manual method (1 attempt) (breaking of the hypotube, an alternative detachment method presented in the instructions for use). The delivery pushwire was not rotated. The physician then tried to remove the coil with the microcatheter, but it detached inside the microcatheter during the process. The implant coil was removed from the patient and replaced with a new coil to compete the procedure. No patient injury was reported as a result of the event. It was noted that there was no friction during delivery of the coil and a continuous flush was maintained. The ancillary devices were discarded, and the implant coil was lost. Only the pushwire will be returned. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 5mm with unknown neck size located in the posterior communicating artery. Patient's vasculature was normal in tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium prime coil was returned for evaluation without the instant detacher as it was discarded; therefore, any contributing factors from the instant detacher could not be assessed. The pushwire was found to be partially within the dispenser track and an implant coil was found to be inside of a sealed plastic bag. The axium prime pushwire was found to be broken into two segments which were retained together by the release wire. (Proximal segment): the pushwire was measured and found to be approximately 9.3 cm from the proximal end with the release wire extending out for the length of approximately 4.0 cm. The tack weld replacement (twr) crimps were found to be broken. (Distal segment): the pushwire segment was measured and found to be approximately 180.0 cm in length. The pushwire was broken on the proximal end with the release wire extending out. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The pushwire was found to be bent near the the proximal end. The implant co il was not attached to the pushwire when viewed within the introducer sheath. The axium prime pushwire was removed from the introducer sheath. The implant coil was found to be damaged and had lost its original shape. No other anomalies were found. Based on the axium prime coil analysis and on the event description, the customer report of ¿non-detachment¿ could not be confirmed, and the cause for the event could not be determined. The axium prime implant coil was found to be already detached from the pushwire. The cause for the difficulty during detachment with the instant detacher could not be determined as the tack weld replacement (twr) crimps were found to be broken. Regarding the difficulty during detachment by the manual method, it is possible that the break in the hypotube at an incorrect location led to the reported difficulty. Regarding the issue of ¿pre-mature detachment¿, the customer report was confirmed as the implant coil was returned already detached from the pushwire. It is likely that the implant coil detached from the pushwire subsequent to the coin pulling back from the lumen stop. All parts of the pushwire which could affect detachment were found to be within specification. It could not be determined if the axium prime detachable coil met specifications due to its damaged condition; however, all coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 at tempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.